Event description:
It was reported that an insertable cardiac monitor (icm) was explanted due to concerns related to infection. The patient had been experiencing redness and swelling at the implant site, and the entire system was removed. No replacement device was implanted. No additional adverse patient effects were reported.